Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted gastric malignant tumor surgery on an unknown date, and ¿during the surgery, the subcutaneous emphysema was so severe that it could not be controlled by the anesthesiologist, so the patient was instructed to stop using airseal, and the patient was replaced with a pneumoperitoneum on the lap tower for surgery.¿. An alternate ¿similar device¿ was used. Further assessment found there was no medical/surgical intervention or extended hospitalization required for the patient. There was no report of a device malfunction. No further information was available. This report is being raised due to the reported injury of subcutaneous emphysema.

Manufacturer narrative:
The device will not be returned, and no photographic evidence was provided. Therefore, a device malfunction cannot be verified. The service history review cannot be conducted as a serial number was not provided. A device history record (DHR) review cannot be conducted as a serial number was not provided. (B)(4). Per the instructions for use, the user is advised that incorrect placement of a cannula or a trocar into subcutaneous tissue may lead to emphysema. To reduce the risk, use a low gas flow rate for the first insufflation and ensure that the insufflation instrument is correctly positioned. Long surgeries (> 200 min.), the use of many access points, duration and size of leaks at these points may also contribute to emphysema. Be sure to close leakages in trocar access points immediately. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
Conmed japan reported on behalf of a customer that the as-ifs1, airseal ifs, 120v device was used in a robot-assisted gastric malignant tumor surgery on an unknown date, and ¿during the surgery, the subcutaneous emphysema was so severe that it could not be controlled by the anesthesiologist, so the patient was instructed to stop using airseal, and the patient was replaced with a pneumoperitoneum on the lap tower for surgery.¿. An alternate ¿similar device¿ was used. Further assessment found there was no medical/surgical intervention or extended hospitalization required for the patient. There was no report of a device malfunction. No further information was available. This report is being raised due to the reported injury of subcutaneous emphysema.